Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following on a laparoscopic colectomy procedure which was converted to open to finish resection extracopo really. It was stated that the patient had leak and had to be brought back to re-surgery the next day.